Event description:
The hcp reported that the patient developed intermittent sharp pain in the left upper quandrant. The patient had been seen in clinic two days prior to this incident where the enterra neurostimulator settings had been changed. On april 9, 2006, the patient was admitted to the hospital because of the pain. Pain medications including morphine and dilaudid were provided. Cat scan and abdominal x-rays were normal. The patient's blood sugar was noted to be 57 at this time. On follow-up examination on may 12, 2006, the patient was reported to be experiencing some discomfort. However, the patient elected to not have the device turned off.

Manufacturer narrative:
H.3. The device has not been explanted. If further information is received a follow-up medwatch report will be sent.